Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was going up and that her previous infusion set had air bubbles in the tubing. The patient's blood glucose at the time of incident was 227 mg/dl. Troubleshooting was initiated and the customer was able to rewind and prime; the insulin pump delivered without issue. The customer stated that the air bubbles were large. The insulin pump was not rewound with a reservoir in place. The insulin was stored at room temperature as well. The customer was advised to monitor the issue and call back if problems persist. No products were returned or replaced.